Event description:
The account questioned a not confirmed architect hbsag qualitative ii confirmatory result on a specimen with a (B)(6) architect hbsag qualitative ii result. The patient tested architect hbsag qualitative ii reactive results of (B)(6). The specimen then tested architect hbsag qualitative ii confirmatory not confirmed result of (B)(6) neutralization. The sample was repeated again with not confirmed results with (B)(6) neutralization. Additional markers tested were (B)(6), (B)(6), (B)(6). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 2g23, that has similar products distributed in the u.s., list numbers 1l81 and 4p54. (B)94). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer returned the architect instrument result logs and the patient sample to assist in the investigation. Two seroconversion panels were assessed with architect hbsag qualitative ii reagent 2g23-25 lot 20430lf00 per reagent package insert specifications and acceptance specifications were met showing acceptable clinical sensitivity performance. A review of the customer complaint database was performed and there are no adverse trends for this product. A review of the manufacturing and quality testing records was performed for architect hbsag qualitative ii confirmatory reagent 2g23-25 lot 20430lf00 and no issues were identified. Hbv dna pcr analysis was performed on the customer returned patient sample with a high sensitivity research method which returned positive results. Sequencing analysis of the sample indicated that this particular patient has several mutations in the 'a' determinant of the virus in the hbv s-gene. The mutants present in this patient sample were not neutralized by list 2g23 confirmatory assay. Actions are being taken to update the package insert to provide additional information on mutant detection. The architect hbsag confirmatory assay is performing as intended and are capable of neutralizing a mutant panel (mutant panel as listed in the architect hbsag qualitative ii, 2g22, package insert). No product deficiency was identified.